Event description:
Group home provider called and stated customer is experiencing high blood glucose. Caller stated that customer has changed the sets multiple times in one day. No bent cannulas noted. Caller stated that customer was hospitalized due to diabetes related issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.